Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that after implant, the device exhibited far field sensing which induced mode switching. The device was subsequently replaced.